Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve and red particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge and delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is sharp opening on valve bond edge assessed as an unidentified (tear) opening. A delamination partial of the valve (adhesive failure).